Event description:
It was reported that there are 3 jj55b cartridges, one is seal packed, the other is open but staple retaining cap is still there, the 3rd the safety lock was broken, there was an alignment problem as the cartridges were not fitting/aligning properly in the cartridge fork (not getting fit into the fork). There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch#: 444a14. Additional information: they opened the first, it was not fitting in the cartridge jaw. They tried forcedly putting it, but it was still not getting fit, then they tried another one and it had the same issue (one with retaining cap), so they didn¿t open the 3rd one and its seal packed (same lot). On visual inspection, one has the small lock at the proximal end of cartridge broken, most of the pins seems intact in cartridge. Second one had the retaining cap on and was not used. Third was in complete packing. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one jj55b reload was received inside of its opened packaging. During the visual inspection of reload was noted that the reload belongs to a tcr55. However, the printed batch on reload was reviewed and it belongs to product code: jj55b. Additional investigation of the returned lot number on the tyvek indicated that a tcr55 reload was packaged as a jj55b based on the batch number printed on the reload. The mix observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.